Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock approximately seven months ago. The physician felt the shock had been delivered due to oversensing of noise. The sensing vector had then been reprogrammed from primary to secondary. Technical services (ts) reviewed the stored episode and discussed that the shock had been delivered due to a morphology change and noted the heart rate went up and had a wider r-wave. Signal amplitude measurements were noted to be small in secondary. An additional inappropriate shock was delivered due to a possible change in morphology. It was noted that the patient had their arms above their head at the time. Ts discussed troubleshooting options. The automatic setup process was completed in supine and upright positions and picked a different sensing vector three different times. A change in amplitude measurements was noted with the patient sitting still and inconsistency was noted and felt to be related to respiration. Further review of device data noted more myopotential oversensing in secondary than primary. Primary was noted to have a little bigger signal amplitude measurement with less myopotential oversensing. Ts noted that sensing was challenged, however, recommended programming to primary sensing vector and monitoring. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock approximately seven months ago. The physician felt the shock had been delivered due to oversensing of noise. The sensing vector had then been reprogrammed from primary to secondary. Technical services (ts) reviewed the stored episode and discussed that the shock had been delivered due to a morphology change and noted the heart rate went up and had a wider r-wave. Signal amplitude measurements were noted to be small in secondary. An additional inappropriate shock was delivered due to a possible change in morphology. It was noted that the patient had their arms above their head at the time. Ts discussed troubleshooting options. The automatic setup process was completed in supine and upright positions and picked a different sensing vector three different times. A change in amplitude measurements was noted with the patient sitting still and inconsistency was noted and felt to be related to respiration. Further review of device data noted more myopotential oversensing in secondary than primary. Primary was noted to have a little bigger signal amplitude measurement with less myopotential oversensing. Ts noted that sensing was challenged, however, recommended programming to primary sensing vector and monitoring. No adverse patient effects were reported. This device remains in service.it was reported that the device was later electively explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The product has been received for analysis.